Manufacturer narrative:
The item number provided, 1112182, is linked to model numbers model 9650-4, 9630-4, 9630-1, all manufactured by invamex.

Manufacturer narrative:
(B)(4) issued MFR. Report # 9616091-2013-00615 indicating the manufacturer as unknown. The correct manufacturer is invamex.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states toilet seat has cracked. MDR filed.